Event description:
The customer reported to olympus that the video system center power button was stuck. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the power button could not be pushed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a damaged old version main switch. Additional issues were identified during the device evaluation: a worn-out video connector latch causing poor connection with cables; and a recommended software update to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is surmised, that the button did not work properly, because it was stuck, due to a faulty power switch.   Olympus will continue to monitor the field performance of this device.